Event description:
It was reported that the remote transmission indicated that the atrial lead exhibited undersensing, high thresholds, and possible intermittent capture. The patient will be brought in for additional testing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2008; 4193 implantable pacing lead - (B)(6) 2008. (B)(4).